Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
2015-10-02 additional information was received from a healthcare provider (hcp) via a company representative. The patient complains about pump "clicking" noise the pump was replaced (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen 1 ,000mcg/ml, 200mcg/day, for intractable spasticity. On (B)(6) 2015 the patient was at the physician's office with signs of baclofen withdrawal/withdrawal-type symptoms, the symptom onset was described as sudden. It was not possible to read the pump after trying two different clinician programmers. The last pump refill had been in (B)(6) 2015 and the pump elective replacement indicator (eri) at that time had been 40 months. It was possible there was electromagnetic interference (emi) causing a problem with the pump interrogation so the physician changed rooms. The pump was then successfully interrogated; the logs were read and there were no alarms; eri was 38 months. The pump medication was then aspirated to check for volume discrepancies and there were none. The patient was placed on oral baclofen and a refill was scheduled for two weeks. At that time, it was possible the physician would perform a catheter dye study. The patient status at the time of this report was "alive-no injury". The patient's medical history includes spinal cord injury. Follow-up is being conducted to obtain all information that is relevant to the event. Additional information was received from a consumer via a device manufacturer representative (rep) who reported that a change in therapy effect occurred; the patient was having increased spasms at night. This occurred in simple continuous and in flex mode. In terms of interventions, it was noted the patient's pump was to be replaced and that a new catheter connector had been attached to the catheter. In regards to the catheter, 14.5 centimeters of their 8709 catheter was removed, on (B)(6) 2015(B)(6), and another 7.6cm was added as there had been a suspected catheter issue. It was noted there was "good flow rate during boluses, but not during simple continuous or flex". The hcp reportedly "thought they say a kink". There were no volume discrepancies. It was also noted there was no uti (urinary tract infection). It was also reported there were sounds coming from the pump reported as vibrating/ticking/popping. The pump was interrogated with logs. There were no alarms sounding. The pump was, per the patient, ticking every 4 seconds. No patient symptoms were reported related to the pump sounds. Again, in terms of future interventions planned, it was noted the patient was being replaced. In regards to what the patient's current status was, it was reported the situation was being addressed by their health care provider (hcp). It was specified the patient was receiving gablofen at a dose of 197 mcg per day. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.